Event description:
It was reported that this study aimed to assess the long-term outcome of s-ICD (subcutaneous implantable cardioverter defibrillator) patients compared to tv-ICD (transvenouis implantable cardioverter defibrillator) patients in a selected cohort of patients with either cardiac arrhythmia syndromes or genetic cardiomyopathies. It was noted that inappropriate shocks due to oversensing occurred despite reprogramming the s-ICD in different sensing vectors, thus the electrode was explanted due to suspected failure, after which no further inappropriate shocks were observed. No adverse patient effects were reported.